Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not insert as intended during activation. The pod was leaking insulin. The pink slide was not forward, indicating a needle mechanism failure. Patient's blood glucose levels reached 334 mg/dl. As treatment, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The patient reports the pink slide insert did not move forward despite making observations on the status of the exposed portion of the soft cannula. The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates it ran for 1461 pulses, delivered multiple boluses, and maintained a steady basal rate. The device was found to function as intended. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event.